Event description:
It was reported that there was battery site drainage. The patient presented to their implanting physician and was admitted to the hospital. Lab work, blood cultures and a CT scan were done but were negative. They stated that the patient had a seroma and they were treating it as an infection and they were out on IV antibiotics. It was unknown if the issue was resolved at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).